Event description:
It was reported that following a device replacement 2 weeks prior, the patient had a follow up appointment with their physician. At that appointment the physician noted that one of the connections in their left implant was missing. He believed it was a mositure issue and could clear up on its own. The patient had concerns regarding this issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)